Event description:
The customer reported that during a hemicolectomy, the device jaws would no longer open after sealing the mesoappendix. The device was pulled off of tissue resulting in a small amount of bleeding. The surgeon stated that the device blade was protruding from the jaws. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.